Event description:
Guest called into store to say that the floss picks that he purchased the pick part breaks when you fold it out and the floss part is breaking once in use. No contact info provided.